Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: the keypad symbols were worn with no tears or peeling on the keypad observed. All of the keypad buttons responded properly. The keypad was removed and contamination under all button contacts was observed.